Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2021. 439888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month post-implant, the patient developed a significant infection of the pocket and surrounding tissue.  The entire system was explanted.  No further patient complications have been reported as a result of this event.